Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient felt their heart rate drop lower than the programmed lower limit. No anomalies were discovered at the hospital with the device. The patient feels weakness and dizziness. No intervention was taken, and the device remains in use. No further patient complications have been reported as a result of this event.